Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system became stuck in the vessel. The lesion characteristics are unk at this time. The physician used a 6x90 introducer sheath and a 0.014x150 quickcross catheter to cross the target lesion from a retrograde approach. He pre-dilated the pt with a 2.0x150 balloon prior to treating with the diamondback oad. He performed approx two runs at low speed in the tpt, then five runs in the pt (one at low speed, four at medium speed). The total treatment time was 3 mins, 30secs. Upon completion of treatment of the tibial peroneal trunk (tpt) then the pt, it was determined that the outflow vessels had all shut down and that the wire was pulling back with our device. The crown initially became stuck in the tpt, then again at the distal tip of the introducer sheath. The physician had to remove the device with some force. The viperwire became kinked when the physician was attempting to remove the device. There was a procedure delay because wire access was lost. After re-wiring, the physician attempted pta, pronto catheter was used, tpa was administered, and an integrilin drip was started due to no flow below the knee. The pt later required a fasciotomy in the operating room. Additional information has been requested regarding this event.